Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a suspected infection at their device site. It was stated that two weeks prior to report, the pt developed redness around the implantable neurostimulator (ins). The pt's health care provider (hcp) placed the pt on an IV for 12 days to treat the infection. However, another hcp suggested there was not an infection. The reporter stated there is no known accident or incident related to this complaint. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.